Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to have a damaged machined head and spring pin. The reciprocating arm and screws were worn. The machined head, spring pin, reciprocating arm, and screws were replaced and resolved the reported issue. The 1-inch width plate was damaged and was returned without repair. The device was last repaired in 2023 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventive maintenance, on an unknown date, the device had a fault. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation a damage width plate was found. Due diligence is complete and there is no additional information available.